Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced an elevated blood glucose level of 377 mg/dl. Troubleshooting with tandem customer technical services determined the pump was functioning as intended and the site needed to be changed. Reportedly, the customers blood glucose improved to "near target" after changing site. The customer was unable to provide the infusion set product information.